Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a unknown sized ruptured abdominal aortic aneurysm. It was reported that the aneurysm had ruptured due to a type iiia endoleak. There was thought to be a separation between the (main body and cuff) from a previous endovascular repair with a non-mdt device. The physician felt that the patient would not survive and open repair so it was decided to use the valiant navion to bridge the two non-mdt graft components. It was reported that the physician placed the graft too high and was not able to get the distal seal into the main body of the non-mdt graft. The physician tried ballooning and pulling down the navion but the internal stents of the non-mdt grafts prevented downward movement. It was then decided to proceed with a open repair. The physician was unable to get proximal control of the graft but the patient subsequently went into cardiac arrest and expired. As per the physician the cause of the event was because the previously implanted non mdt stent graft made it difficult to see the navion device and subsequently it was implanted too proximally. No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.